Manufacturer narrative:
Pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The low reservoir alarm functioned properly. No unexpected low reservoir alarm during testing. However, pump had unexpected pump errors after monitoring for several minutes, pump error alarmed during self test and high sleep current measurement. The internal battery connector was found not properly connected. Connected the internal battery, then the pump was monitored for 3 days with no unexpected pump error 23, pump errors noted during testing. Also, pump was received with normal sleep current measurement noted. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no reservoir alarm. The customer's blood glucose level was 23.4 mmol/l at the time of the incident. The product was returned for analysis.